Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.7 inr. The result from the laboratory within 20 ¿ 30 minutes was 2.8 inr. The patient¿s therapeutic range is 3.0 ¿ 3.5 inr with a testing frequency of once a week.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were provided for investigation where they were tested using retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling,"coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient has apas. Product labeling states: "the presence of anti phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The patient has discussed this with his doctor and will be going back to laboratory testing only. The investigation did not identify a product problem. The cause of the event could not be determined.